Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care representative (ccr) documentation. The patient reported on (B)(6) 2014 at 12pm they obtained an inaccurate high results of ¿>600mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue: the patient alleged taking an increase of insulin (7 units) in response to the high reading on the subject meter on (B)(6) 2014 at 12pm. The patient claims she developed symptoms of ¿confusion¿ a couple hours after the increase in insulin. The patient reported that she associated this with a hypoglycemia incident. As a result of the hypoglycemia incident the patient alleged visiting the hospital where she was monitored for half a day, with the subject meter and a lab meter. The subject meter results were ¿380 and 450 mg/dl¿ the patient does not recall the results of the lab meter. The patient reported that she feel well since being released from hospital. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Followup#1. 01/18/2015 - correction. The incedent description has been updated to document the correct product name of one touch verio iq.

Manufacturer narrative:
Event type updated medwatch form - "adverse event" selected.